Manufacturer narrative:
The investigation has been completed. No product was returned. Per the clinical investigation, the root cause of the packaging (sterility) issue was not determined since product was not returned for investigation.

Event description:
The complainant reported the impella's cp sheath packaging was compromised. During inspection of the product a very small tear was found on underside of sheath packaging on the left-hand side. There was no patient involvement therefore no patient information.